Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed de novo target lesion was located in the moderately tortuous and severely calcified left external iliac artery (eia). During advancement for pre dilation a 4.0 x 60/135 sterling balloon catheter encountered mild resistance. On the first inflation a balloon rupture occurred at 8atms. The balloon catheter was removed intact and the procedure was completed with a different device. Post dilation was performed with a sterling 5.0x60mm balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).